Event description:
It was reported that the balloon would not stay inflated for the procedure to go ahead. There was no reported patient injury. Per additional information received from the ibc on 16-aug-2019, the device was not used on the patient.

Manufacturer narrative:
The reported event was unconfirmed. The balloon was filled with 1.5 ccs of air using a lure lock syringe. The stopcock was turned, and the syringe was removed. The device was allowed to sit for one minute inflated. The device did not deflate. The syringe was reinserted and the stopcock was turned back into the open position. The device deflated with no issues. This device met specification. The device was then inflated with another 1.5 ccs of air using a lure lock syringe. The stopcock was turned, and the syringe was removed and the balloon was inserted into a tub of water for one minute. No bubbles indicting any types of leaks, were seen. The device was then deflated with no issues. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿please note that the balloon can be inflated or deflated only when the stopcock is parallel to the catheter shaft." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon would not stay inflated for the procedure to go ahead. There was no reported patient injury. Per additional information received from the ibc on 16-aug-2019, the device was not used on the patient.